Event description:
This ra lead was implanted on (B)(6) 2018 and remains implanted at this time. A call was placed to technical services on 04/17/2018 stating that this lead was pulled taut but was not completely dislodged as confirmed in x-ray. Lead revision done today and advanced ra lead into position and lead was retained. The physician was dr. (B)(6) at (B)(6) health system in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).